Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye for an unspecified reason. Another johnson & johnson lens, model dib00 21.0 diopter was implanted as a replacement. No other information was provided.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/not provided. Date of event: unknown/not provided. If implanted; give date: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: device available for evaluation? Yes. Returned to manufacturer on: jan 18, 2023. Device evaluated by manufacturer¿ yes. Device evaluation: the suspect iol was received wrapped in gauze inside of a plastic bag and a samples return form were received. The iol was received cut into multiple pieces; therefore, further evaluation could not be performed. The complaint issue were not confirmed. The other observed issue during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.